Event description:
Reporter has lasik surgery done on (B)(6) 2023. The next day he stated he was unable to see out of his left eye and his right eye vision is blurry. As time progressed his vision was not improving so he went to visit his eye doctor. The doctor prescribed him steroid eye drops. After using eye drops for two months there was no improvement. He claims "his vision will never be the same, paid (B)(6) and now his life is ruined."